Event description:
The customer biomed reported that they had to replaced a speaker board, due to low volume from the speaker. However the issue was not resolved, and the speaker was no longer producing sound. There was no adverse event or patient harm reported.